Manufacturer narrative:
Additional information: tel -(B)(6). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak". Actually the pump was leaking 35 psi in 5 minutes whose spec is about 20 psi. A getinge field service engineer (fse) had evaluated the and than the fse had cleaned the helium regulator mounting surface and replaced the safety disk, drive side , o-ring, buna -n 1-008 n70 from which the equipment had passed all the functional testing. There was no involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There were no injuries reported.